Event description:
A medtronic rep reported that while in a cranial procedure, the mach 5.2.5 tip extension (blue part) looks to be deep in the head; however, in the orthogonal views it looks to be ok. The surgery was completed with the use of the stealthstation treon guidance system. There was no impact on pt outcome.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.